Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the subject meter compared to a laboratory device. The reporter was only able to say the "result is 7". No additional information available. This complaint is being reported because the unknown results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.